Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-07-13. H6: investigation summary: samples were provided for the investigation. Retention samples were evaluated for the reported defect of hemolysis. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, hemolysis, because the defect was not evident in the testing of the customer lot samples. Evaluations of both retain and control samples tested were acceptable. All tubes demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the samples are hemolyzed during use with a bd vacutainer® lithium heparinn 75 usp units blood collection tubes. The following information was provided by the initial reporter: (1 of 3 complaints) nurse indicates that most of her recent sampling after working a few shifts along with several of her colleagues have indicated that lab analysis results are showing hemolysis when nothing in her practice has changed in terms of technique. I worked two nights this week and it seems all my electrolytes green tops are coming back hemolyzed. Is this something going on with the tubes or how they are spun? I usually don't get this many poor samples so it seems odd. Many of us have noticed this as well. I did bw with a butterfly, a straight and on an IV start on this night (june 18-19). I always gently invert my tubes and send them pretty quickly. Additionally, on 2020-06-29 the bd sales consultant provided the following additional information: were there any erroneous results? All the results were hemolysed results and so another specimen needed to be drawn. · did the course of treatment change? No¿ but all the patients needed to be poked again. Was it a difficult venipuncture? No. Was there any ¿probing" at the venipuncture site? No. What size needle gauge was used? 21 gauge, a 20 gauge, and a 23 gauge. How long did it take to fill the tubes? Unknown but normal fill according to the nurse. Was the blood collected with a needle and syringe? No. Was the blood, if transferred from a syringe, forced into the tube? Blood was not transferred. Was the blood collected through a catheter/IV? What was the gauge of the catheter? One of the specimens was and it was a # 20 gauge. Was a discard tube collected if collecting from a catheter or IV line? Yes 4 mls were all components of blood collection equipment compatible (e.g., fit together securely without the possibility of drawing air or causing frothing of the blood)? Yes they are all bd products. Was the antiseptic used to cleanse the site allowed to dry before the venipuncture? Unknown. How long was the tourniquet left on the arm during venipuncture? Unknown. Was there any moisture present in the tube? Did water, or other solutions, enter the tube? As if¿? Was the sample exposed to heat or cold? No were all the tubes from this patient hemolyzed? No just the green top tubes was there a comparison of various samples from the same patient? No does the patient have a condition that may cause hemolysis? Unknown¿ however it happened to several patients on the same shift are the hemolyzed specimens flagged by a number of lab staff, or by a few individuals? Flagged by the lab was the sample transported through a pneumatic tube system? Yes, always are. Are samples from the green top tubes available to send in for investigation? Green top tubes with the same lot number are available for investigation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the samples are hemolyzed during use with a bd vacutainer® lithium heparinn 75 usp units blood collection tubes. The following information was provided by the initial reporter: (1 of 3 complaints) nurse indicates that most of her recent sampling after working a few shifts along with several of her colleagues have indicated that lab analysis results are showing hemolysis when nothing in her practice has changed in terms of technique. I worked two nights this week and it seems all my electrolytes green tops are coming back hemolyzed. Is this something going on with the tubes or how they are spun? I usually don't get this many poor samples so it seems odd. Many of us have noticed this as well. I did bw with a butterfly, a straight and on an IV start on this night (june 18-19). I always gently invert my tubes and send them pretty quickly. Additionally, on 2020-06-29 the bd sales consultant provided the following additional information: were there any erroneous results? All the results were hemolysed results and so another specimen needed to be drawn. Did the course of treatment change? No¿ but all the patients needed to be poked again. Was it a difficult venipuncture? No. Was there any ¿probing" at the venipuncture site? No. What size needle gauge was used? 21 gauge, a 20 gauge, and a 23 gauge. How long did it take to fill the tubes? Unknown but normal fill according to the nurse was the blood collected with a needle and syringe? No. Was the blood, if transferred from a syringe, forced into the tube? Blood was not transferred. Was the blood collected through a catheter/IV? What was the gauge of the catheter? One of the specimens was and it was a # 20 gauge. Was a discard tube collected if collecting from a catheter or IV line? Yes 4 mls. Were all components of blood collection equipment compatible (e.g., fit together securely without the possibility of drawing air or causing frothing of the blood)? Yes they are all bd products. Was the antiseptic used to cleanse the site allowed to dry before the venipuncture? Unknown. How long was the tourniquet left on the arm during venipuncture? Unknown. Was there any moisture present in the tube? Did water, or other solutions, enter the tube? As if¿? Was the sample exposed to heat or cold? No. Were all the tubes from this patient hemolyzed? No just the green top tubes. Was there a comparison of various samples from the same patient? No. Does the patient have a condition that may cause hemolysis? Unknown¿ however it happened to several patients on the same shift. Are the hemolyzed specimens flagged by a number of lab staff, or by a few individuals? Flagged by the lab. Was the sample transported through a pneumatic tube system? Yes¿ always are samples from the green top tubes available to send in for investigation? Green top tubes with the same lot number are available for investigation.